Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected planned procedure was performed by the customer and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and found that collimator's shutters were unavailable, which had impact on imaging. Review of the system log file showed that there was malfunction in geo pc. Upon troubleshooting, fse found that network switch was dead and ny in the r cabinet and power supply was defective. To resolve this issue, fse replaced the power supply. The defective power supply was returned to philips for analysis. The cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system shutter unavailable issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A shutter unavailable issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the collimator's shutters were unavailable, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.